Event description:
Clinical study. It was reported that 2 days after a coronary drug eluting stenting treatment procedure, the pt had a myocardial infarction (mi), in-stent restenosis and stent thrombosis (st) in the target lesion and required a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 3.0x15mm, 90% stenosed, mildly tortuous lesion located in the proximal left anterior descending artery (prox lad) with thrombus present. The physician treated the target lesion with successful placement of a taxus liberte' 3.00x20mm drug eluting stent. The post-procedure target lesion had 0% diameter stenosis with possibly thrombus present. 2 days after the implant procedure the pt had a q wave mi and st confirmed by angiography. Pt required a tvr for 100% diffuse in-stent restenosis in the target lesion. The physician treated the lesion with placement of a taxus express2 stent. The post-treatment lesion had 0% diameter stenosis. In the opinion of the physician, the relationship of the mi, st, and tvr to the taxus liberte' stent is possibly. The pt was discharged 14 days after the implant procedure on aspirin and plavix. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.